Manufacturer narrative:
Results: the ruby coil lp was retracted through its introducer sheath and had kinks approximately 50.5, 88.0, 112.5 and 143.5 cm from the proximal end. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was partially inside the proximal end of the introducer sheath and had offset coil winds throughout its length. Blood was present throughout the introducer sheath. Conclusions: evaluation of the returned ruby coil lp revealed offset coil winds on the embolization coil. If the device is advanced against resistance, damage such as this may occur. Further evaluation revealed that the device was returned retracted through its introducer sheath, and pusher assembly kinks were present throughout its length. This damage was likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. During functional testing, the ruby coil lp was retracted out of its introducer sheath and was unable to be re-sheathed due to the kinks on the pusher assembly; therefore, the device could not be functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report:3005168196-2020-02010. 1. Section h. Box 10./11. Narrative/corrected data: results: the packing coil lp was retracted through its introducer sheath and had kinks approximately 50.5, 88.0, 112.5 and 143.5 cm from the proximal end. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was partially inside the proximal end of the introducer sheath and had offset coil winds throughout its length. Blood was present throughout the introducer sheath. Conclusions: evaluation of the returned packing coil lp revealed offset coil winds on the embolization coil. If the device is advanced against resistance, damage such as this may occur. Further evaluation revealed that the device was returned retracted through its introducer sheath, and pusher assembly kinks were present throughout its length. This damage was likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. During functional testing, the packing coil lp was retracted out of its introducer sheath and was unable to be re-sheathed due to the kinks on the pusher assembly; therefore, the device could not be functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the hepatic artery using packing coil lps and non-penumbra microcatheter. During the procedure, while attempting to advance a packing coil lp through the microcatheter, the packing coil lp came to a stop and would not advance any further. The hospital technician slightly retracted the packing coil lp and attempted to re-advance the coil; however, the same issue occurred. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.